Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: wide local excision + node biopsy. Event description: a crest shaped (outline of the voyant shaft) burn mark was noticed immediately after the shaft of the device had come into contact with the areola. The shaft of device was laid across the patients areola, handle towards the feet and jaws towards the head, to gain access to an area of superior breast tissue. Both the device and areola were wet.  Information received from applied medical representative via email 31may23: patient is fine, it was a very superficial burn so no additional action needed. Mr [name redacted] tries to keep the voyant shaft off the skin as he has experienced similar events previously. The other instruments that are used around the incision are: monopolar pencil, bipolar forceps and langenbeck retractors. Neither the monopolar pencil or bipolar forceps were seen to come into contact with this area of skin. Intervention: it was a very superficial burn so no additional action needed. Mr [name redacted] tries to keep the voyant shaft off the skin as he has experienced similar events previously. Patient status: patient is fine, it was a very superficial burn so no additional action needed.

Event description:
Procedure performed: wide local excision + node biopsy. Event description: a crest shaped (outline of the voyant shaft) burn mark was noticed immediately after the shaft of the device had come into contact with the areola. The shaft of device was laid across the patients areola, handle towards the feet and jaws towards the head, to gain access to an area of superior breast tissue. Both the device and areola were wet. Information received from applied medical representative via email 31may23: patient is fine, it was a very superficial burn so no additional action needed. Mr [name redacted] tries to keep the voyant shaft off the skin as he has experienced similar events previously. The other instruments that are used around the incision are: monopolar pencil, bipolar forceps and langenbeck retractors. Neither the monopolar pencil or bipolar forceps were seen to come into contact with this area of skin intervention: it was a very superficial burn so no additional action needed. Mr [name redacted] tries to keep the voyant shaft off the skin as he has experienced similar events previously. Patient status: patient is fine, it was a very superficial burn so no additional action needed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the returned unit, where engineering observed immediate cooling of the device after successful activations. Therefore, the complainant¿s experience could not be replicated or confirmed. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the steam produced during usage of the device in a confined area. Applied medical¿s instructions for use (IFU) states, ¿when activating the device in confined spaces, use caution because the energy applied to the tissue will convert the water in the tissue into steam.¿